Event description:
It was reported that the drill was overheating during a wisdom tooth procedure. Another drill was used to complete the procedure with no delay. There was no injury to the user or the pt due to this event.

Manufacturer narrative:
As of the date of this report the device has not been returned to the manufacturer and the serial number was not provided. This report will be updated when the evaluation is complete.